Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during mechanical ventilation, the ventilator stopped ventilating the patient and began alarming, displaying two error codes. The patient was immediately disconnected from the ventilator and manually ventilated while a replacement ventilator was prepared and connected. Throughout the event, the patient remained stable, with vital signs within normal limits. No harm was reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Follow-up 1: investigation outcome. Hamilton medical ag received the logfiles for analysis. Per review of the logfiles, the device generated tf 5509, followed immediately by ambient irreversible. Tf 5509 indicates that the error servo signal remains active for 5 seconds, indicating that the servo (inspiratory) valve is not functioning correctly. To date, despite several reminders, the manufacturer has not received any additional information or confirmation as to whether the issue was resolved. No further feedback was received. The corrective action remains unknown, and the exact root cause could not be confirmed. Hamilton medical ag considers this case closed.

Event description:
Hamilton medical ag received the following event description: during mechanical ventilation, the ventilator stopped ventilating the patient and began alarming, displaying two error codes. The patient was immediately disconnected from the ventilator and manually ventilated while a replacement ventilator was prepared and connected. Throughout the event, the patient remained stable, with vital signs within normal limits. No harm was reported.